Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a review for similar complaints, sensitivity testing, and a review of labeling. The customer observed an initial (B)(6) result for one specimen which was not repeated when using architect (B)(6) assay. Sensitivity testing was performed on a retained kit of architect anti-hcv reagent, list number 6c37-22 lot number 38786li00 and showed that the sensitivity performance was acceptable. A review of complaint records did not identify any problems relating to the customer's observation for lot 38786li00. A review of labeling concluded that the issue is adequately addressed. Based on the investigation it was determined that architect anti-hcv, lot number 38786li00, is performing acceptably. On 13oct2014 suspect medical device; 4. Catalog # from the incorrect 06c37-26 to the correct 06c37-22 per request from product quality.

Manufacturer narrative:
Low test results no consequences or impact to patient. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer stated that the architect analyzer (serial number s/n (B)(4)) generated a false (B)(6) result on one patient. The sample was sent to another facility where their architect (s/n (B)(4)) generated a reactive result. Results provided were: s/n (B)(4)= (B)(6)); s/n (B)(4)= (B)(6). There was no reported impact to patient management. There was no additional patient information provided.